Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: during investigation, the pump did not power on. The blank display issue was unable to be investigated due to the power issue. Unrelated to the original complaint, the battery compartment had moisture in it, and was cracked from the threads to the case seal left of the grip pad. A leak was found in the battery compartment. The pump was opened to find moisture on the display, and printed circuit board.